Event description:
One device was returned for analysis. Investigation found the downstream occlusion (dso) seal was degraded and the upstream occlusion (uso) seal was dented. These findings indicate seal integrity is compromised and is a reportable malfunction.

Manufacturer narrative:
One device was received for analysis. Log events were reviewed and there were no errors related to the customer complaint. No relevant previous service records were found. Visual investigation found the downstream occlusion (dso) seal was degraded and the upstream occlusion (uso) seal was dented. These findings indicate seal integrity is compromised and is a reportable malfunction. The seals were replaced. Device passed all testing post repair.